Event description:
It was reported that a balloon rupture occurred. The 95% stenosed target lesion was located in the mildly tortuous and mildly calcified superficial femoral artery. A 4.00mm/ 1.5cm/ 140cm small peripheral cutting balloon was selected for use. During procedure, at first dilation, it was noted that the balloon ruptured at 6atm for 15 seconds. The device was removed without any problem. Subsequently, the procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
E1: initial reporter city: (B)(6). Device evaluated by MFR: a spcb 4.0/1.5 device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. Blood was identified within the balloon which is evidence of a device leak. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 4mm distal of the proximal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this device is 12 atmospheres. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination found no kinks or damage to the shaft or hypotube of the device. No other issues were identified during the product analysis.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. The 95% stenosed target lesion was located in the mildly tortuous and mildly calcified superficial femoral artery. A 4.00mm/ 1.5cm/ 140cm small peripheral cutting balloon was selected for use. During procedure, at first dilation, it was noted that the balloon ruptured at 6atm for 15 seconds. The device was removed without any problem. Subsequently, he procedure was completed with another of the same device. There were no patient complications reported.